Event description:
It was reported that the user experienced a recurrent ¿brief sensor issue¿ alerts after a cgm sensor reached expiration and the user attempted to repair the dexcom g7 but later realized the sensor was expired and needed to be replaced; the user ultimately replaced the expired g7 sensor with successful pairing and resumed readings. The user experienced a blood glucose peak of 191 mg/dl without reported clinical consequences. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed user setup error leading to incorrect cgm pairing, followed by system behavior consistent with an expired sensor until replacement sensor was paired and no hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during cgm setup.